Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The instrument was found to have a broken conductor wire at the distal end. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement tests, electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. Visual inspection showed no thermal damage prior to in-house testing. The instrument delivered energy during in-house testing causing the yaw pulley to have thermal damage due to arcing. No portion of the conductor wire insulation is missing but the wires are exposed.

Event description:
It was reported that during central processing, the permanent cautery hook instrument had a black cautery cable broken at this distal tip. There was no reported patient impact or harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during central processing, it was identified that the black cable was pulled out a little with damaged insulation. The cable was not broken in half. The reporter recommended contacting the robotics coordinator for questions regarding the instrument's use in a case. Isi followed up with the robotics coordinator and obtained the following additional information: the robotics coordinator noted that they did not have specific information and that this has happened a number of times with a variety of instruments. The damage was not identified during the procedure but was noticed during the repackaging/sterilization process. Instruments are always inspected for faults prior to packaging and sterilizing. The instruments are always inspected just before use when they are opened to the field and no damage was noticed at the time of use. The wire was not exposed. The cable was intact but had one strand of the cable pulled out slightly, creating a small "loop." There was no loss of cautery associated with the damaged cable. There were no signs of thermal damage at site of insulation damage. There was no arcing observed during the procedure. The robotics coordinator was unsure if the instrument collided with any other instrument or tool during the procedure. The procedure was completed with the same instrument. The damaged wire was noticed in central processing. The damaged did not result in a fragment falling inside of the patient¿s anatomy. The instrument was returned through the RMA process. There are no photographic images of the device or video recordings of the procedure available for isi review.